Event description:
The customer reported to olympus, the gastrointestinal videoscope channels were blocked. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: green contamination was identified in the biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as green contamination was identified in the biopsy channel. In addition to the reportable findings documented in b5, non-reportable findings are as follows; light cover glasses adhesive and optical cover glass adhesive were both pitted; distal end cap was worn; distal end adhesive was lifting; switch had a hole in the button; light guide tube- protectors were damaged; suction connector had water ingress; biopsy channel and aspiration channel suction both had blockage evident; and the electrical safety test was not to specification. The investigation is ongoing and follow up with the user facility is currently being performed.. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing caused by leakage from connector. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif ez 1500 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif ez 1500 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.